Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angels. H6-device code 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -8.5 into the patient's left eye (os) on (B)(6) 2023. Excessive vault and significant reduction of irido-corneal angles were reported. The lens was explanted on (B)(6) 2023 and in another surgery that day a shorter length lens was implanted. This resolved the problem. Cause of event reported as unknown.